Manufacturer narrative:
All available information was investigated, and the reported issue of unintended movement (clip opening during lock test) was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for unintended movement. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opening during use. It was reported that this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr). The mitraclip xtr was inserted and final arm angle was checked, but the mitraclip opened during the test. Troubleshooting steps were performed and the final arm angle was tested a second time, but the outcome was the same. Final arm angle was tested a third time and the clip still opened. The mitraclip xtr was removed and a new one was inserted. The procedure continued and mr was reduced to grade 2 with two mitraclips. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.